Event description:
It was reported that during boot-up the programmer gave an error message. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, radiofrequency programmer head. (B)(4).